Event description:
The facility reported a flo-gard infusion pump with a false air in line alarm. This event occurred during home patient therapy. The patient was connected at the time of this event and was undergoing post-operative treatment for a partial foot amputation due to gangrene. The pump was administering the antibiotic vancomycin (750 mg/250ml sodium chloride) at a rate of 125ml/hr over the course of two hours, twice a day. There was no known patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a flo-gard infusion pump with a false air in line alarm cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.baxter will continue to monitor similar reports to determine if further actions are required.